Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced delivery anomaly. The customer reported that the insulin pump was over delivering insulin. The customer reported that an alarm was going off with a clear circle and the insulin pump kept pumping insulin. The customer's blood glucose was 127 mg/dl at the time of incident. The customer's blood glucose was 132 mg/dl at the time of call. The customer declined to continue troubleshooting at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a broken off end cap. The pump had no button response due to flattened dome switches and keypad flex connector was received disconnected to the keypad connector on the lcd board. The keypad connector on the lcd board was found to be properly locked. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or test for delivery anomaly, display anomaly when pressing the down arrow button or unexpected alarms due to no button response.